Manufacturer narrative:
The MFR's report number for this case is 9681138-2010-00331. Super poligrip is mfg in (B)(4) and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of multiple sclerosis in a (B)(6) female pt who received super poligrip ultra fresh denture adhesive cream ((B)(4)) over a period of 7 yrs for dentures. A physician or other healthcare professional has not verified this report. Concurrent medical conditions included dentures. Concurrent medications included double salt dental adhesive cream (super poligrip original (zinc free formula)). On an unk date, the pt started super poligrip ultra fresh denture adhesive cream (dental) daily. Approximately 3 yrs after starting super poligrip ultra fresh denture adhesive cream, the pt experienced multiple sclerosis, possible neuropathy, leg problem, speech troubles and possible nerve damage. This case was assessed as medically serious by gsk. The pt was treated with interferon beta-1a (avonex). Treatment with super poligrip ultra fresh denture adhesive cream was continued. At the time of reporting, the outcome of the events were unresolved. The purpose of this contact was to inquire about the association of neurological problems and the use of super poligrip. The consumer spontaneously mentioned that she had been diagnosed with multiple sclerosis. Consumer reported that she began using super poligrip about 6 or 7 yrs prior to the report. Consumer reported that about 4 yrs prior to the report, she developed problems in her legs; that her doctors thought was neuropathy or nerve damage, but ruled out to be multiple sclerosis. Consumer reported that she would use the product on her top denture only and used it once a day. She also reported that on a rare occasion, sometimes she did not remove her dentures for a 48 hr period, but that was rare. At the time of the report, the consumer continues to experience multiple sclerosis, leg problems and speech problems. The consumer continues to use the zinc free formulation of super poligrip.